Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant after atrial lead was being sutured down to the tissue, a drop-in impedance was noticed. After visual inspection of lead a slight discrepancy in insulation was noticed. Also, it looked as if heme had entered through the insulation. The blood was tried to be wiped clean, but the conclusion was that the blood was trapped between lead body and insulation. The physician did confirm that he had tied the lead down quite tight. A new lead was then given, and the procedure was completed with no issues.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.